Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The instrument was giving diff vote outs when the leak was noticed. The volume of the leak was about 1 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing had popped off the side port of the diff mixing chamber. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).